Event description:
It was reported that the patient was unable to adjust the stimulation from their implantable and observed a ¿call your doctor¿ icon with a warning power-on-reset (por) message on the programmer unit. It was noted that the patient was in the hospital for 6 days for unrelated medical reasons (unrelated to the device) and they thought they had turned the ins off because it was interfering with the monitors. When the patient was released from the hospital they were unable to turn the stimulation on. It was noted that there was no change in the patient¿s therapy. The patient was going to make arrangements to see their healthcare professional (hcp) there were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0m7c4, implanted: (B)(6) 2014, product type: lead. (B)(4).